Event description:
Report received of an incorrect infusion rate of morphine. The intended and programmed rates of infusion were not specified. The customer was unwilling to provide any additional information on the event, including patient specific information, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the patient.